Event description:
Complainant alleged that medics responded to a call for a pt in cardiac arrest. Upon arrival to the scene, the device displayed a red "x". Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.